Event description:
The customer alleged no audible alarm. The customer's biomed dpet inspected the device and could not duplicate the alleged event. The unit passed extended self testing. As a precaution, both the power switch and alarm assembly will be replaced by the customer's biomed dept. It is not verified that the vent failed to alarm, and no malfunction may have occurred. There was no pt harm or change in therapy associated with the alleged malfunction.